Event description:
Hamilton medical ag received the following report from the hospital: during the use of the ventilator, the device will display a red screen alarm, indicating that the battery capacity cannot be detected and cannot be used.

Event description:
Hamilton medical ag received the following report from the hospital: during the use of the ventilator, the device will display a red screen alarm, indicating that the battery capacity cannot be detected and cannot be used.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** hamilton medical ag noticed that the reported device (brand name: raphael) in the initial MDR had exceeded its service life at the time of occurrence of the reported incident, therefore this event is no longer considered reportable to FDA. Updated fields: b4, d1, d2a, d4, g6, h2, h4, h11.